Event description:
The complainant reported that after the automated impella controller (aic) was removed from service, an error message of the usb flash drive was not detected or supported. Troubleshooting was done unsuccessfully. There was no reported patient harm. Investigation results determined this issue was reportable.

Manufacturer narrative:
The investigation into the reported event has been completed. The console logs from the reported day of event are consistent with the complaint and showed four failed attempts to download console logs on a usb stick, each time resulting in message ¿usb flash drive is not detected or supported¿. The console logs did not show interruptions of data streaming, indicating that any connectivity issues are unrelated to data transfer. Journals for the reported day of event were unavailable but journals three days later showed frequent disconnections as reconnections to site network, and inability to reach ¿endpoints¿ (external servers necessary for impella connect operation). The console was tested and the issue of log downloading was not reproduced - with a known-good usb stick. The console was able to upload logs onto it. One of the usb sticks in the field were received for analysis, and was confirmed to have been incompatible with consoles, as it did not work with a known-good engineering console. Testing showed that the unit was connecting to abiomed test wifi, connection was stable, and data and video were streamed. The unit operated within specification.